Manufacturer narrative:
Other, other text: additional information: d10. One cadd ms3 pump was returned for analysis due to re-setting it self. Functional and visual testing was performed. Testing was performed and the device did not reset it self after removal of the battery. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to install software as preventive measure.

Event description:
It was reported that the smiths medical cadd ms3 pump reset itself because the batteries were taken out while being stored. Reporter stated that the event did not occur while in use with the patient.